Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "the touchscreen froze" (no display or display failure); "the system locked" (loss of power). The nurse reported the touchscreen froze. The nurse stated the surgeon was attempting fluid/gas exchange towards the end of the case. The system locked. The surgeon completed the fluid/gas exchange manually. After the case the system was rebooted and the system functioned fine. No patient injury was reported.

Manufacturer narrative:
The nurse called the company technical support specialist (tss) to assist with troubleshooting. The tss advised the nurse to reboot the system. After the case, the system was rebooted and the system functioned fine. The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B)(4).